Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician via email, to a company rep and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female pt who received an application of poly-l-lactic acid on an unspecified date. Relevant medical history and concomitant medication info were not mentioned. After she had received an application of poly-l-lactic acid, she developed a granuloma localized to the right side of her face. There were approx five visible nodules and they had redness, like an infectious process. In response to the event, the reporter tried to puncture the nodules, but there was no presence of liquid. Corticoid therapy was initiated and the problem resolved (date nos). No further info is available. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Reporter's causality assessment: not provided.

Manufacturer narrative:
Additional info received on (B)(6) 2008: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.